Event description:
See also manufacturer report 2032545200807598. It was reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. The capsule fell off into the pt's stomach. It is unk if the capsule trocar needle had advanced. A second capsule was attempted which also failed. No injury to the pt was reported.